Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a pt's postop refraction is not as expected. The pt has not complained, and the lens remains implanted. The association between this event and the iol is not known. Add'l info has been sought.